Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 7/26/2019. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mjr894, expiration date: 07/31/2023. Date of mfg.: 09/09/2018 batch mcj466, expiration date: 02/28/2023. Date of mfg.: 03/12/2018 batch mmh086, expiration date: 10/31/2023. Date of mfg.: 11/06/2018 batch mlq446, expiration date: 9/30/2023. Date of mfg.: 10/22/2018 batch mkh800, expiration date: 8/31/2023. Date of mfg.: 9/14/2018 batch mlp998, expiration date: 9/30/2023. Date of mfg.: 10/2/2018 h-3 additional evaluation summary: representative samples of product code 8556, lot mjr894, mcj466, mmh086, mlq446, mkh800, and mlp998 were received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle broke away from suture during use. There were no patient consequences were reported.